Event description:
It was reported by service report that the fowler would move down on its own. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail pc board.